Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the sheath valve was allowing air to go into the valve. There was no air that was introduced into the patient. The patient has not exhibited any neurological symptoms since the procedure was completed. When the sheath was replaced, the issue was resolved. No adverse patient consequence was reported.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test of the returned device was performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The hemostatic valve surface did not show stress marks on the outer diameter. A back pressure test was performed, and no issues were observed. No bubbles were detected. The hemostatic valve leak issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. A device history review was performed for the finished device number lot 00002715 and no internal action related to the complaint was found during the review. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate; if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath as part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).